Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh erosion, urinary urge incontinence, dysuria, frequency, urgency, dark colored with odor in urine, vaginal discharge, hematuria, abdominal pain, urinary tract infections and complication of genitourinary device. Furthermore, it was reported that the plaintiff died. No cause of death was reported.